Manufacturer narrative:
(B)(4). The event occurred outside the us. Vertebral fracture at l5 and possible fracture of the anterior edge of s1 were identified 3 weeks post op. Review of the manufacturing and inspection records show the devices compliant. Revision surgery was performed to add posterior supplemental fixation. Conclusion by the surgeon indicated that the devices were not related to the event, but the impaction issue and collapse of the anterior part of s1 were mainly due to the patient's very osteoporotic bone.

Event description:
Vertebral fracture found at 3 weeks post op, revision surgery was performed to add posterior fixation.